Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test and unexpected restart error test. However, the pump was received with a cracked end cap. Unable to verify the motor error alarm due to the cracked end cap. The motor was tested outside of the device and it passed. The pump was received with a cracked case at the display window corner, a cracked lcd window, a cracked belt clip slot and cracked battery tube threads. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had several motor error alarms on the insulin pump. Customer stated that the drive support cap was sticking out. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.